Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that, "hardware failure. Derotational corrective osteotomy of the right long finger metacarpal. Pt who sustained a right long finger proximal phalanx fracture in 2007. She was treated conservatively. She has continued to have pain and especially a rotational deformity where there is scissoring of the middle finger with flexion, measuring approximately 15 to 20 degrees of rotational deformity at the tip. This is interfering with her daily activities. Manufacturer response for plate, compression 2.3mm, 5 hole larger profyle plate."